Event description:
The maude event report alleges, a pt was found deceased over the edge of her hospital bed with a low air loss mattress and half side rails.

Manufacturer narrative:
MFR rec'd a medwatch report. Info within the reports indicates that a home care aide had discovered pt over the edge of her bed deceased. Zone of entrapment and/or details were not provided. No alleged product malfunction. MDR filed based on death.